Event description:
(B)(4): it was reported that the shelves on the equipment boom were "leaning badly" and the account allegedly had to strap the equipment to the shelves to prevent the equipment from falling. There was no pt involvement and no adverse consequences reported.

Manufacturer narrative:
The boom was initial evaluated on (B)(4) 2012 and repaired on (B)(4), 2012 by field service technicians at the customer facility. Evaluation summary: it was reported that the shelves on the equipment boom were leaning badly and the account allegedly had to strap the equipment to the shelves to prevent the equipment from falling. There is a possibility that the shelves were overloaded with equipment resulting in excessive weight causing the pivot bushings to become out of place which would in turn cause the service head to tilt, however, further investigation is ongoing to determine the root cause. There was no pt involvement and no adverse consequences reported. This is not a single use device.